Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Device malposition, migration/malposition and malposition are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported pump malposition may have been due to incorrect device positioning. A risk review was completed, and malposition is defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the information, an investigation conclusion code unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was riding high, and too close to the testicles. A surgical procedure was performed, during which the pump was removed, and a new one was placed lower in his scrotum. No patient complications were reported.